Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report completed to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 42 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was correct. The customer stated that he is having problems with his vision and is having a hard time reading the display. The customer also stated that his blood glucose levels rise and fall rapidly. Nothing further was reported.